Manufacturer narrative:
Device evaluated by MFR: promus element mr ous 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found distal and proximal damage. Struts 1-3 from the proximal end of the stent were damaged and deformed. Struts 1-3 from the distal end of the stent were damaged and deformed. The crimped stent outer diameter (od) of the undamaged section was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a kink at approximately 5.5cm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.